Event description:
Reported 1 false positive flu b result for one patient, unknown whether symptomatic. The customer communicated the result was only confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone..